Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a proglide device using the pre-close technique via an 8.5f sheath hole prior to an interventional ventricular tachycardia (vt) ablation procedure. Reportedly, the suture broke when attempting to deploy the device. Pressure was held at the groin for 20 minutes prior to proceeding and then was evaluated every 10 minutes during the procedure. It was found that the site was normal with no hematoma. An 8.5f sheath was used to complete the procedure and hemostasis was achieved using manual pressure. Upon completion of the procedure with no issues from the ablation, the patient was having a hard time waking up. A transaortic echo was done to look at the heart function, and it was found to be normal. There was no pericardial effusion. A contrast picture using an x-ray was also done where the sheaths were inserted in the left groin, and it was found that the flow was normal. The patient passed away the next morning. The physician that performed the vt ablation said this was not a complication of the ablation, and the proglide device did not contribute to the death of the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
N/a.